Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with a cracked case at the reservoir tube window corners, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident exceeded 400 mg/dl. The patient stated that she tried all of the remedies for the no delivery alarm and she did not want to troubleshoot. The insulin pump was returned for analysis.